Event description:
Multiple dexcom g7 sensors have failed. Some don't even have the requisite wire to insert into the skin- a virtual sticker. Dexcom offers replacement sensors within 5-7 business days. They don't even overnight them when the product is faulty and they should be accountable. Their quality control leaves much to be desired. Sensors fail all the time. It is an issue of health safety and well being and they absolutely are oblivious and don't care.